Event description:
On (B)(6) 2022, during a tcar procedure, a dissection in occurred above the carotid bifurcation during advancement of 0.014" interventional wire. The physician elected to repair the dissection by converting the procedure to cea and placing a patch to repair the vessel. The potential cause of the dissection was reported to be associated to the lesion, and potentially the balloon being advanced beyond the tip of the guidewire.

Manufacturer narrative:
Compliant investigation underway and will be attached to this report

Event description:
On 5/9/2022, during a tcar procedure, a dissection in occurred above the carotid bifurcation during advancement of 0.014" interventional wire. The physician elected to repair the dissection by converting the procedure to cea and placing a patch to repair the vessel. The potential cause of the dissection was reported to be associated to the lesion, and potentially the balloon being advanced beyond the tip of the guidewire.

Manufacturer narrative:
Compliant investigation underway and will be attached to this report.